Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient lost handset but still has the wireless recharger and had been charging the implant. Caller said they don't know the status of the therapy and therapy could be off because the patient's symptom of shaking returned. Caller said return of symptoms started a couple weeks ago and somehow the therapy got turned off and thought that therapy could have turned off because the implant battery had not been charged and battery discharged. Caller said they had been charging the implant. Caller said patient said the managing physician and somehow the therapy got turned off then and they don't know how because the patient didn't even have the handset at this time. Caller was redirected to the health care provider. Caller warm transferred caller for lost handset.